Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. There are several potential causes of flow issues, related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. Refer to compatible sets list and the spectrum iq operators manual. These setup factors are not related to spectrum infusion pump function. Additionally, the spectrum iq operator's manual contains a number of use warnings to prevent flow inaccuracies. Including ensuring proper pump and IV set setup, and using compatible IV sets within use range for the set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to infuse potassium phosphate as ivpb (secondary IV). When infusion was done, a large amount of fluid did not get administered, it was confirmed everything was hooked up correctly. Intravenous (IV) pump said total volume given was 250 ml which would have been the whole bag, but that was not given. The event occurred at the pediatric intensive care unit (picu). There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.